Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, yellow particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell, striated broken and opening on radius, posterior and anterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening. A striated opening and broken on posterior, anterior and radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional confirmed left side rupture. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d.6b, g.1, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis. Visual analysis of the photographs identified: device patch with lot number 2501761 and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown side rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.